Manufacturer narrative:
Result: worn gill brake plate kit.

Event description:
It was reported by service report that the brakes were not holding. It is unk if there was pt involvement or adverse consequences to report.